Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue. It was reported the battery compartment threads, battery cap threads, and the top of the battery cap were damaged. There was no reported evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-product analysis: the pump was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box revealed rebooting events. The battery compartment was observed to be cracked. The battery cap threads and coin slot were observed to be damaged. The battery cap contact dimensions were found to be within specification. The battery cap was unable to properly attach to the pump and rebooting was duplicated during investigation. A test battery cap was able to properly attach to the pump and was used for further testing. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Rebooting was not experience with the test battery cap.